Event description:
It was reported that during a da vinci s hysterectomy procedure the surgeon reported the jaws of the fenestrated bipolar forceps instrument had difficulty opening and closing. The scrub nurse removed the instrument for examination and found the cable of the instrument was broken. The instrument was not used further. No patient harm was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.